Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a pediatric patient was connected for the purpose of induction with a non-rebreathing ayres t-piece system via the auxiliary common gas outlet (acgo) to a dräger primus anesthesia workstation. The users became aware that the patient wasn't receiving fresh gas since the oxygen saturation level dropped significantly. The operators alleged no device malfunction but admitted that they have missed to route the fresh gas to the acgo; it was instead fed into the primus-internal ventilator system. Reportedly the users were ventilating the patient with an alternative method after becoming aware of the problem. The oxygen saturation quickly went back to normal; no patient consequences resulted from the temporary desaturation.

Event description:
Please refer to initial MFR report #9611500-2018-00306.

Manufacturer narrative:
The particular unit was a primus ie, not a primus as initially reported. The device is not under a service contract and thus, draeger had no access to the workstation. The user facility did not disclose any helpful additional information upon the repeated requests. It was only reported that no device log files can be made available. Hence, only a general assessment is possible and no case-specific evaluation. The user admitted to have missed putting the device into ext. Outlet mode so that the fresh gas flow was routed to the integrated breathing system of the device and not to the non-rebreathing system connected to the external outlet. Consequently the patient was not supplied with oxygen. It is clearly visible on the device screen if the device is in ext. Outlet mode or not. Assuming that the sample line of the patient gas measurement was correctly connected to the non-rebreathing circuit - which is essential when the external outlet is in use, the values for inspired and exhaled oxygen as well as agent and etco2 must have been displayed correctly on the gui of the device. Depending on the set alarm limits possibly adequate alarms were given. The IFU refers in detail to the particular ext. Outlet mode. Dräger finally concludes that the temporary drop in the patients' oxygen saturation and the required medical intervention were related to a use error. If the mandatory patient gas monitoring the device facilitates was used correctly, an adequate window of time has likely existed to react accordingly.